Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed skin breakdown under the electrodes. It was reported as very red and irritated and some small areas with raw skin. The patient was recommended to use baby powder from a physician. The patient reported that the skin irritation has improved.